Event description:
The customer's mother reported when activating the pod her daughter didn't feel cannula go into the infusion site but she continue to wear the pod. While at school she could smell insulin and her blood glucose measured 400 mg/dl. By the time mother went to daughter's school her bg went up to "high" (over 500 mg/dl). She had the pod on for about 4 to 24 hours. No other bg history was provided. Pod was deactivated; she noticed the cannula had never deployed from the device.

Manufacturer narrative:
The returned product was evaluated and found that the release bar was incorrectly installed. After re-seating the release bar, the cannula and needle assembly deployed as intended. Root cause was determined to be a manufacturing error the needle mechanism release bar was installed incorrectly. An investigation into this issue was conducted and corrective action was implemented. This product lot was manufactured prior to that implementation. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. "Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)."